Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device was unable to cut properly and had calibration issues. No adverse events were reported as it relates to this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Updates were performed on b4 b5 d10 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined the side play bar was loose, the motor failed and the unit was out of calibration. The motor and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review (reference zpc 11.304 and zpc 11.407 in order to identify potential adverse trends. A definitive root cause cannot be determined. Per the IFU (06001810406), the dermatome ¿should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.

Event description:
No additional information is available.